Event description:
A pt reported two blood glucose comparisons with results of "150 mg/dl" with a lifescan meter and "110 mg/dl" on a laboratory device for the first comparison and "185 mg/dl" with a lifescan meter and "145 mg/dl" on a laboratory device, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.